Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported the device was explanted on (B)(6) 2022 due to the patient complaining of irritation. Therefore, the locking nail, cap screw, and five (5) hexalobe screws were explanted. No new devices/product was implanted in the patient. It was reported the surgeon did not think the reported irritation was due to any defect in the explanted devices. The explanted devices were not available for return. The nature of the reported irritation is unknown. This report is related to report numbers: 3025141-2022-00294, 3025141-2022-00295, 3025141-2022-00296, 3025141-2022-00297, 3025141-2022-00298, and 3025141-2022-00299 for the other devices that were explanted.